Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with syncope. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. The lead was attempted to be repositioned however, the helix was unable to extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned with its helix retracted and clogged with blood. X-ray inspection found the helix to be over torqued. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was due to over torque of the inner coil consistent with procedural damage.